Event description:
Pt reported that the pumps received were in poor condition, with visible scratches and loose parts, and expressed a desire to keep their own pumps instead. Patient stated there was some dirt stuck to the pumps. Patient refused to use them and wanted to keep the current one she is using. New pumps scheduled for delivery. No interruption to therapy. Pumps being replaced for maintenance. The suspect device serial numbers were not provided by the patient and are unknown. No further information provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Ref: mw5189879. Pt: 4582. Device: 3007, 3020, 2969.